Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported multiple false upstream occlusion errors which was reproduced. A review of the event history log identified multiple upstream occlusion errors. The cause was determined to be out of specification upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced multiple false upstream occlusion errors during testing. There was no patient involvement. No additional information is available.